Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer. It was determined that if the power is removed, and the device was restarted, the device would work for a while, and then, the message of "speaker fault" would turn up with a high-pitched noise. The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and could not duplicate the customer's complaint, and no functional defects were found. The device was confirmed to be operating per specifications and no failure was identified. The brt replaced the speaker and power switch as requested by the customer. The device was returned to the customer site. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the device came up with an error on the speaker. The device was not in use on a patient at the time of the event, so there was no patient involvement.